Event description:
Per the clinic, the patient experienced extrusion of the implanted device and was treated with antibiotics. The patient underwent a surgery on (B)(6) 2015, to explant the device, and was reimplanted with a new device during the same surgery.